Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had powered off and did not come back on, and initial troubleshooting attempts were unsuccessful with no power to the device. The field service engineer (fse) performed an initial inspection and confirmed that the station was not powering on, after which the power supply was replaced but the issue persisted. The fse then replaced the communication sled, which restored power to the station; however, the drawers were showing as failed and were not detected in the hardware test application. The fse observed that the station detected the communication sled and completed a firmware update, and a manual firmware process was also performed but the drawers remained undetected. The fse inspected the rear of the drawers and noted that no indicator lights were illuminated, leading to further inspection of the bus cable where damage was identified. The fse replaced the pyxis bus cable, which had been cut and was preventing drawer detection. The fse then had the customer verify functionality, and all components operated without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es powered off and would not power back on. Troubleshooting was attempted but was unsuccessful, and there was no power to the device. However, there were no delays or adverse events or injuries reported based on this event.